Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave a blood glucose of 226 mg/dl and within 10 minutes a result of 108 mg/dl. No adverse reactions reported. Replacing and returning meter and test strips.